Event description:
It was reported that the pump battery could not be charged. Customer reverted to manual injections for insulin therapy. Customer's blood glucose (bg) ranged from 48-235 mg/dl. Customer declined to provide additional information regarding the low bg level. No additional information was provided.

Manufacturer narrative:
Device not returned.